Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an unknown process step of peritoneal dialysis (pd) therapy, the transfer set separated, further specified as "the female connector is still attached to the tubing". Subsequently, the patient developed peritonitis. The cause of the separation was not reported. It was reported the patient was hospitalized and "extubation" occurred. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
H11: the device and a photograph were received for evaluation. A visual inspection of the device with the naked eye noted a separation between female connector and main body. Visual inspection of the photograph showed the separation - between female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body.. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.